Event description:
Additional information received identified the patient is home and per the physician the patient is now walking without issues and has regained the majority of the feeling in her other leg.

Event description:
Additional information received identified the patient confirmed she is still doing physical therapy and is still unable to walk without assistance. It was also reported that per the patient, although the issues remain, they are improving.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient began experiencing leg weakness and thigh numbness sometime following her permanent implant procedure (date of event is unknown). As a result, the scs lead was explanted and a laminectomy revealed no hematoma was present. As of (B)(6) 2016, the patient had improved as per the physician, the issue had resolved in one leg and some movement had resumed in the other leg. The ipg remains implanted.